Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument tips were manually manipulated and were observed to open and close properly. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the tips functioned properly. The instrument was fully functional, and no product issue was identified. Additional observations not reported by the site: the instrument exhibited scratch marks/abrasions on the brown laser-marked section of the tube extension, resulting in exposure of the orange plastic beneath the laser marking. The scratch marks on the tube extension measured approximately 0.13 x 0.41. There was not any material missing. The probable root cause of the customer reported issue cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument tip cover could not be removed. The instrument would not open. The customer reported event has no report of patient injury.